Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® implant driver tip - short (iipdts), one certain® implant driver tip ¿ long (iipdtl), one certain® 3.4mm(d) driver tip ¿ long (impdtl) and one certain® 3.4mm(d) driver tip ¿ short (impdts) were returned for investigation. Visual evaluation of the as returned products identified signs of wear on the devices due to usage but no apparent signs of malfunction. Functional testing was performed using applicable in-house implant. The devices were able to engage and disengage with the implant as normal. DHR review could not be performed as the lot numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by items (iipdts, iipdtl, impdtl & impdts) and no other complaints about nonconforming products were identified. Therefore, based on the available information and functional testing, driver malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the driver did not disengage easily from the implants. Implants were placed using a different driver.